Event description:
Technician alleged the siderail could not lock in the upright position. He found a worn siderail weldment. The lower pivot bolts could no longer tighten into weldment. He replaced siderail weldment to resolve.